Manufacturer narrative:
(B)(4).

Event description:
The pt has always felt a little pain at the pocket site, but it has been hurting more since 5-6 months ago. It felt like something ripped last friday, it 'feels like it's in 2 pieces". The stimulation was in the wrong location. It has moved up on her left side, up into her rib cage and chest. It was noted that she fell 5-6 weeks ago, but pain was there longer. Additional info has been requested.